Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in stent. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. Physician used atlantissr pro2 at pre intravascular ultrasound (ivus). The device was used during the first and second pullback after stenting. The physician tried to remove the device after performing the third pullback, but it got stuck on the middle of a non-bsc stent. As a result, it failed to remove the device from the patient. The physician took the following action based on experience. The physician disassembled the ivus catheter and removed the imaging core. Then, a 0.014 inch runthrough guidewire was inserted into the outer sheath and tried to make it move. However, the catheter did not move. Then the physician used a 0.025 inch guidewire instead of the 0.014 guidewire. They push the guidewire toward the other side and the physician was able to pull the device towards himself. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Kink was observed in the sheath assembly at 39.1cm from femoral marker at the distal end. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly. An attempt was made to reconnect the male/female luer connection but it was not possible due to the observed kink and imaging core windup. The guidewire exit port was lifted 1.0mm. Imaging core wind up in the telescope assembly was observed. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in stent. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. Physician used atlantis sr pro 2 at pre intravascular ultrasound (ivus). The device was used during the first and second pullback after stenting. The physician tried to remove the device after performing the third pullback, but it got stuck on the middle of a non-bsc stent. As a result, it failed to remove the device from the patient. The physician took the following action based on experience. The physician disassembled the ivus catheter and removed the imaging core. Then, a 0.014 inch runthrough guidewire was inserted into the outer sheath and tried to make it move. However, the catheter did not move. Then the physician used a 0.025 inch guidewire instead of the 0.014 guidewire. They push the guidewire toward the other side and the physician was able to pull the device towards himself. No patient complications were reported and the patient's status is good.